Event description:
A us distributor returned a charger/modem indicating that it was resetting.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon evaluation, the u13 8-bit cmos flash micro-controller on the bedside board was thermally damaged and there was liquid contamination on the battery board. The cause of the resets is the damaged component. The cause of the corrupted component is contamination inside the charger/modem. The root cause of the contamination is liquid ingress. No adverse event resulted from the defective charger/modem.